Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.

Event description:
The account alleges during use of the product on a patient, blood leakage occurred from the blood collection port. A new device from the same lot was opened and used instead without issue. No reported patient injury.

Manufacturer narrative:
The suspect device was returned for evaluation. Based on the visual and functional inspection, there was no damage to the returned product, and no leak was observed in the complaint area of planecta. The kit that received did not have any other defects.the device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were found.